Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy, resulting in bacterial peritonitis. The peritonitis was manifested as abdominal pain and cloudy effluent. On the same day as the event onset, the patient was hospitalized for peritonitis. That same day, the patient was treated with intraperitoneal fortaz (dose, frequency, and duration not reported) and intraperitoneal gentamycin (dose, frequency, and duration not reported) for peritonitis. Dianeal therapy remained ongoing. On an unreported date, the patient was retrained on aseptic technique. The patient was discharged after six days of hospitalization. At the time of this report, fortaz and gentamycin remain ongoing and the patient is recovering. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.